Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 63.5 cm and kinked approximately 5.0 cm from the proximal end. The embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned device revealed that the ruby coil pusher assembly was fractured. If the device is forcefully advanced against resistance, damage such as a kink may occur. Subsequently, if the kink is then attempted to be straightened, damage such as a fracture may occur. The root cause of the inability to advance the ruby coil through the lantern could not be determined. The lantern referred to in the complaint was not returned to penumbra for evaluation. Penumbra catheters and coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician manually flushed the lantern delivery microcatheter (lantern), and then attempted to place a ruby coil. However, the physician was unable to advance the ruby coil past the middle of the lantern. The ruby coil and lantern were therefore removed, and the procedure was then completed using the same lantern and additional ruby coils. There was no report of an adverse effect to the patient.